Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 3 bd posiflush¿ normal saline syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "I wanted to report a problem we have been seeing with the bd saline flushes, lot 0223175, expiration 7-31-2023. It has happened three times this week where we encounter a lot of resistance (more like a block; the plunger would not go further) as we are flushing an IV line. The resistance/blockage was still there when it was not attached to an IV. Using a lot of force, it will move forward. Just thought we would let you know. Occurred around (B)(6). Reported to bd: 12/29".

Event description:
It was reported that 3 bd posiflush¿ normal saline syringes had difficult plunger movement during use. The following information was provided by the initial reporter: "I wanted to report a problem we have been seeing with the bd saline flushes, lot 0223175, expiration 7-31-2023. It has happened three times this week where we encounter a lot of resistance (more like a block; the plunger would not go further) as we are flushing an IV line. The resistance/blockage was still there when it was not attached to an IV. Using a lot of force, it will move forward. Just thought we would let you know. Occurred around dec 9th. Reported to bd: 12/29".

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes. D10: returned to manufacturer on: 2021-02-22. Investigation summary : to aid in the investigation of this issue, representative samples were returned for evaluation by our quality engineer team. Through inspection of the samples, the plungers were found to exhibit difficult movement. A device history record review was completed for provided lot number 0223175. The review revealed one detected non-conformance during the production process that could have potentially contributed to this incident. It is possible that an intermittent issue with the silicon dosage machinery resulted in the faulty syringes. This issue was resolved at the time of occurrence, but it is possible that some product was affected prior to the issue¿s detection.